Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.5 x 12 mm xience xpedition stent. During deployment, a plaque shift occurred and a second 3.5 x 12 mm xience xpedition stent was deployed proximally to the first. A gap was noted between the two stents and a 3.5 x 8 mm xience xpedition stent was then deployed overlapping the two 3.5 x 12 mm xience xpedition stents. Post procedure, the patient's cardiac enzymes were elevated. No treatment was provided for the enzyme elevation and the enzyme elevation resolved on (B)(6) 2014. The patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other device referenced is being filed under a separate medwatch MFR number.